Manufacturer narrative:
Retainer = clear. Customer returned insulin pump for an alleged critical pump error (open book image) alarm, cosmetic damage on the back of the insulin pump, and serial number rubbed off found on (B)(6) 2021. Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. A review of the pump history file reveals on (B)(6) 2021 there was one (1) pump error 4 (linenumber 2727 filenumber 32122) alarm at 17:10 and on (B)(6) 2021 there was one (1) pump error 24 alarm and one (1) pump error 15 alarm at 4:08. Per r&d engineering, the pump error 24 was genearted since the motor health check failed ( the motor vcc was less than 2.9v). Pump error 15 was the consequence of the pump error 24. And pump error 4 was generated since the motor mcu did not get the response from the main mcu when sent the request. Suspecting the hw and no evidence of the open-book was found in the history/traces. Device was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor during visual inspection. Pump error 4, pump error 15, and pump error 24 alarms are confirmed due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, stained keypad overlay, serial number label stained and faded, and pillowing keypad overlay. Critical pump error (open book image) alarm is not confirmed. Pump error 4, pump error 15, and pump error 24 alarms are confirmed due to moisture damage. Cosmetic damage on the battery compartment is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a book image alarm. There was a crack on the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.